Event description:
Clinic notes dated (B)(6) 2013 note a past medical history of stroke. There is no indication of when the patient suffered the stroke. The relationship between the stroke and vns is unknown. Attempts to obtain additional information have been unsuccessful to date.